Event description:
The customer complained of questionable inr results for 12 patients from coaguchek xs plus meter serial number (B)(4) compared to the laboratory results. The laboratory method was stago. Of the data provided, there were discrepant inr results for 5 patients. For patient 1 on (B)(6) 2018, the result from the meter was 6.0 inr and the result from the laboratory was 3.6 inr. For patient 2 on (B)(6) 2018, the result from the meter was 4.5 inr and the result from the laboratory was 3.2 inr. For patient 3 on (B)(6) 2018, the result from the meter was 4.4 inr and the result from the laboratory was 2.9 inr. For patient 4 on (B)(6) 2018, the result from the meter was 3.6 inr and the result from the laboratory was 2.6 inr. For patient 5 on (B)(6) 2018, the result from the meter was 3.4 inr and the result from the laboratory was 2.5 inr. All of the measurements were with venous blood from a 21 gauge syringe. There was no adverse event. The patients' conditions were "stable" and their coumadin was adjusted based on the laboratory result. The patients were not anemic and did not take heparin. The patients had no illness or high blood pressure. The patients' therapeutic ranges were stated as up to 3.4 inr. The suspect device was requested to be returned for investigation. Relevant retention test strips (lot 345217) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.